Manufacturer narrative:
On 19sep2017 during a file review, it was noted that the FDA (B)(4) inflammation was added mistakenly on the initial submitted on 15aug2017. (B)(4). If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).

Event description:
On 14jul2017 a patient (pt) called to report while wearing the acuvue2 brand contact lenses are causing irritation, discharge and redness. Pt went to an urgent care because he/she thought it was ¿pink eye¿. The pt could not recall what the diagnosis was and was prescribed eye drops, but did not know the name of the medication. The pt reported that the symptoms began around the end (B)(6) 2017. Pt reported a wear schedule of one to two months and does sleep in the lenses. The pt reported using renu multi-purpose solution to disinfect the lenses. On 17jul2017 the pt sent an email with the additional information: the pt reported he/she had ¿trouble with these packages of contacts and never had so many issues¿. Pt reported the lenses are so uncomfortable causing irritation, discharge and redness. The pt reported that he/she went to urgent case twice, thinking it was ¿pink eye¿. The pt reported that he/she threw away make-up products and didn¿t wear the contacts for a week. The pt also reported two of the lenses ripped down the middle. The pt reported the date of visit to the urgent care was on (B)(6) 2017 and was prescribed tobramycin 1 drop every 4 hours. On 20jul2017 the pts medical records were received from the urgent care with the additional information: -records indicate pt was seen on (B)(6) 2017 with complaints of os pink eye, irritation and crusting; pt was taking ocuflox 0.3% solution 2 drops in affected eye q 2 hours for 2 days then q 6 hours for 5 days, valtrex 1 gm tablet q 8 hours, cipro 500 mg tablet bid, and flagyl 500 mg tablet q 8 hours; exam indicated left eye: 20/30; perrla, eomi, sclera anicteric/+scleral injection; assessment: acute bacterial conjunctivitis os and was prescribed tobramycin solution 0.3% 1 drop in affected eye q 4 hours for 7 days. On 20jul2017 a call was placed to the pt for additional information: pt reported he/she went to an eye care provider (ecp) on (B)(6) 2017 and reported that both eyes were fine and the symptoms had cleared; pt reported he/she was refit in the acuvue vita brand contact lenses and reported the lenses were better. The pt reported that the ocuflox noted in the medical records was used from a prior urgent care visit. This event is for the (B)(6) 2017 os bacterial conjunctivitis event. A separate report will be submitted for the second urgent care visit. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002z01 was produced under normal conditions. One opened contact lens case was received which contained two suspect lenses; three sealed blisters were also received for lot l002z01. The parameters of the two lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. The visual inspection revealed that one lens had a surface tear and one lens had no noted visual attributes observed. The solution was also tested from the sealed blisters. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.